Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 5 on the home choice (hc) . The home patient (hp) checked the lines and bags and found that the unused supply line clamp was open. The technical service representative (tsr) advised that unused lines must be clamped the hp cycled power off/on to clear the system error 2240 followed by a system error 2367, ending therapy. The tsr had the hp disconnect using aseptic technique and removed the cassette. The hp is to notify the peritoneal dialysis nurse (pdn) of missed therapy asap. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The assignable cause is use error. The lot number is unknown therefore, a batch review was not be conducted. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. This issue is being investigated through CAPA.